Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event of no image was confirmed due to defective printed circuit boards. It was also noted the connector is loose, a bad scope socket caused poor connection to the scope, and the software (sw) needs to be upgraded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus their evis exera iii video system center has no image and the image was not clear. The customer also reported the piece that plugs in to the processor connection is not working properly during preparation for a therapeutic procedure. There was no reports of patient death harm or juries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty print circuit board (dr board) and broken video connector socket could not be identified. However, it is likely the cause of the faulty dr board is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on (B)(6) 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.